Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) and stent with a liberte shelf box, product pouch, and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 19.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via the femoral artery. The totally occluded, 8x2.75mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery containing a bend of >90 degrees. A 2.75mm x 8mm liberté¿ bare metal stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a hypotube break. It was further reported on (B)(6) 2014 that the shaft break occurred during the procedure and that a snare was utilized to retrieve the device.